Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was inspected at 10x magnification. The lens was observed cut in two parts. Both lens haptics were observed in good condition and shape. The condition of the returned lens was consistent with a lens that has been removed from the patient's eye. The complaint issue reported of ¿haptic distorted/bent¿ was not verified. Manufacturing records were reviewed and the lens was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing review, analysis of the returned sample, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that as an intraocular lens, model z9002, was being advanced into the eye, the surgeon noticed that the haptic was bent. The lens was removed and an incision enlargement was performed. There was no other patient injuries and no sutures involved. The surgery went fine with the new lens (no information). No further information was provided.